Manufacturer narrative:
A ge service representative performed an onsite investigation. Connections to the image process controller 1000 were repair. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would intermittently not boot up. No pt injury was reported.